Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, transseptal done with sl0 and brk needle. Material was prepared on the table, the faradrive and dilator were flushed before doing the exchange. Once it was in the left atrium the dilator was removed and physician aspirated 20cc and connected the flush line. After the introduction of the catheter into = the transparent part of the sheath just after the handle, the physician aspirated, and bubbles kept going out after several syringes. Issues with the valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external valve torn on the outer and inner faces and the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, transseptal done with sl0 and brk needle. Material was prepared on the table, the faradrive and dilator were flushed before doing the exchange. Once it was in the left atrium the dilator was removed and physician aspirated 20cc and connected the flush line. After the introduction of the catheter into = the transparent part of the sheath just after the handle, the physician aspirated, and bubbles kept going out after several syringes. Issues with the valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.